Event description:
Pt on acyclovir 600g in 100cc sodium chloride .9% intravenously every 8 hours via home pump. The am dose of acyclovir on 11/11 did not function when clamp was opened. Medication was prepared at facility.